Manufacturer narrative:
The following devices were also listed in this report: tridentii tritanium cluster60g; cat#: 702-04-60g; lot#: 84441501a. Modular dual mobility insert; cat#: 626-00-48g; lot#: 86113203. Delta v-40 ceramic head 28/0; cat#: 6570-0-128; lot#: 85534205. Size 10 accolade ii 127 deg; cat#: 6721-1040; lot#: 64012902. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Reported event: an event regarding infection involving an adm liner was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate the devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there has been one other similar event for the lot referenced. There has been one other similar event for the sterile lot referenced. A review of both the sterilization data and microbiology data was performed for this sterile lot commonality. It was identified that the sterilization data was within specification and no microbiology excursions were noted for this lot and as such no further review is required. Conclusions: it was reported that the patient was revised due to infection. All stryker products sold as sterile are validated to a minimum sterility assurance level sal of 10^-6 in accordance with applicable iso standards. The exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened. H3 other text : device not returned

Event description:
Patient had an index right tha on (B)(6) 2022, patient develops pji requiring a right tha revision on (B)(6) 2022. All components were exchanged.